Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00070: case 1. 3025141-2019-00071: case 2. 3025141-2019-00073: case 4. 3025141-2019-00074: case 5. 3025141-2019-00075: case 6. 3025141-2019-00076: case 7. 3025141-2019-00077: case 8.

Event description:
Following implantation of an acutrak screw, the patient experienced non union of the fracture and developed acute infection that required surgical debridement two weeks after arthrodesis. Revision surgery was performed 24 weeks post op and union was achieved. Case 3. From: article: metacarpophalangeal and interphalangeal joint arthrodesis: a comparative study between tension band and compression screw fixation. Breyer, j.m.;vergara, l.; parra, l.; sotelo, p.;bifani, a.; and andrade, f. J hand surg eur vol. 2014:1-5.